Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid was draining out from the abdomen after unscrewing the cap even though the clamp of the transfer set was closed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The transfer set was received for evaluation. Visual inspection noted broken occluder feet. Under water leak, clear passage, and clamp function testing were performed. Under water leak testing and clamp function testing identified a leak through the set while the clamp was in the closed position due to the broken occluder feet. The reported condition was verified. The cause of the broken occluder feet was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the phtographs identified a cracked minicap however noted no issues with the transfer set. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.